Manufacturer narrative:
The following fields were corrected: d10: device available for eval no. D10: returned to manufacturer on: na. Investigation summary: no photo or sample was received with this specific complaint of separation. Without further information like photos or a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing disconnected and leaked during the infusion. The following information was provided by the initial reporter: "also, have had yet another disconnect/leak... This incident happened yesterday as they were priming the tubing prior to starting the chemo. This is happening with almost each infusion now and is very concerning."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing disconnected and leaked during the infusion. The following information was provided by the initial reporter: "also, have had yet another disconnect/leak... This incident happened yesterday as they were priming the tubing prior to starting the chemo. This is happening with almost each infusion now and is very concerning."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.